Event description:
It was reported that patient was scheduled to have a preloaded multifocal intraocular lens (iol) exchanged for another lens. Through follow up, it was confirmed that the iol was explanted from the left eye due to the patient experiencing bothersome glare, halos, and rings while driving at night. The lens was replaced with a non-johnson and johnson monofocal iol for distance target. The patient was initially happy with the vision with the original lens, with uncorrected distance vision of 20/20 and uncorrected near vision of j1+ but was bothered by the visual disturbances, therefore, opted for the iol exchange. The patient noted improvement of symptoms after the exchange to the monofocal. The device was discarded. No further information is provided.

Manufacturer narrative:
Section a5: ethnicity: unknown/not provided. Section b3: date of event: unknown/not provided. The best estimate date is between sept 2, 2025 and dec 17, 2025. Section d6b: if explanted, give date: unknown/not provided. Explant date was reported to be scheduled for (B)(6) 2025, but it was not confirmed. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.